Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation: cook was informed on (B)(6) 2020 of an incident involving a ncircle delta wire tipless stone extractor. The basket of the device reportedly would not close completely during a ureteroscopy procedure on (B)(6) 2020. The patient reportedly experienced no additional harm as a result of the issue. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One ncircle delta wire tipless stone extractor was returned for investigation. Visual inspection of the returned device noted the device was returned with the handle and basket formation in the open positions. The mlla (male luer lock adapter) was loose, and the collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured approximately 3.5cm. The basket sheath was accordioned/buckled 4mm from the distal end of the support sheath. The length of the accordion/buckle was approximately 5mm. There was a kink in the basket sheath 88cm from the distal tip. Functional test determined the handle does not actuate the basket formation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was open and could not be closed due to sheath damage. The basket sheath was collapsed/buckled proximal of the yellow support sheath. The buckled sheath was preventing the motion of the handle from closing the basket. It is possible that there were procedure related issues such as the location of the stone(s) or possible tortuous path of the device that caused or contributed to the damage. However, there is no evidence available to make a conclusive determination of the cause of the damage. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a ureteroscopy with a stone extraction in the kidney, a ncircle delta wire tipless stone extractor would not close completely after the stone was in the basket. The stone was able to be removed with the complaint device. Another basket was opened to complete the procedure. It was reported that the patient did not experience any adverse effects due to this occurrence.